Manufacturer narrative:
Patient city: (B)(4). Patient country: united kingdom.

Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that patient faced infusion set issue event on (B)(6) -2026. Patient reported that the infusion set was discoloured and rough to the touch prior to use. No further information is available.